Event description:
It was reported that during preparation for an unspecified procedure, erratic rotational speed adjustment occurred. During preparation of the rotablator console, resistance was encountered at some point after which the speed suddenly rose to 200,000rpm from 160,000rpm and then the rotational speed dropped to 170,000rpm from 200,000rpm. The rotablator console was checked and adjusted, and the procedure was successfully completed with this device. No patient injuries or complications were reported. The device had no contact with the patient until it could be used normally after adjustment.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).